Event description:
After about 45 mins to an hour of having humidifier running in my room (first and only use), I experienced a sore tongue and throat, intense burning feeling in my mouth and throat, a nasty chemical/metallic taste, and my tongue and throat swelling up and feeling "coated." When I realized what I was tasting in my mouth was the same as the chemical smell I had observed when unpacking and setting up the humidifier, I immediately stopping running it - but symptoms lasted 12+ hours until next day. Next day I also noticed I had developed a large, black "blood blister" type bubble inside my mouth in a location that could not have been caused by an injury from my teeth. Upon dismantling the humidifier, I saw a smear of black grease on the water tray, which had not been there when I set up the unit. There was also some of what appeared to be the same black grease inside the pump assembly. Design defect? Grease from the motor getting into the mist and into my mouth and lungs and that is why I had the problems. And/or chemicals used in manufacturing the product (since I tasted what the unit smelled like when unpackaging), and/or were the problems related to any of the ingredients in the protec ball which I also had placed in the water per humidifier manufacturer instructions? I followed all manufacturer instructions exactly and I used only bottled distilled water that was newly opened. Also, I purchased another kind of humidifier made by same manufacturer (kaz) to replace this one, and I experienced similar as well as other problems with the other, two replacement units (both health-related and with possible grease issues); I will submit the data for those other units and the protec ball as well on separate forms. The humidifier was to help with dry eyes; I did not have any prior mouth/throat or respiratory issues. I checkmarked the box "life-threatening" because I do not know whether I had continued to run the unit, if the swelling of my throat and tongue would have continued and caused me to not be able to breathe, and I am considering the fact that people use these devices with babies/invalids, who might not be able to tell someone if they were experiencing a problem and had it not been shut off so quickly it may have become life threatening. Same rptr as mw5024825 and mw5024826.